Event description:
Eye infection including significant swelling in the cheek. Treated by antibiotic and resulted in chalazion-type growth that needed to be drained by ophthalmologist. Dates of use: 2006 - 2007.